Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. No patient consequences were reported.

Manufacturer narrative:
Correction: manufacturer report 2017865-2025-99128, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Correction: h6: field should reflect no apparent adverse event coding for retraction of initial report.

Manufacturer narrative:
Correction: h9: advisory number should not be populated in retraction report . Correction: hf: field should not be populated in retraction report.